Manufacturer narrative:
Approximate age of device ¿ 5 years and 4 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient had a deep and persistent driveline infection, which extended to the pump pocket. The driveline infection was due to a proteus pathogen. Surgical intervention to replace the driveline in combination with antibiotics didn't cure the infection. The patient underwent a pump exchange on (B)(6) 2018. No further information was provided.

Manufacturer narrative:
The device was not returned and was not available for evaluation. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The heartmate ii lvas instructions for use (IFU) lists infection as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. In addition, the IFU outlines care instructions in regards to preventing infection and provides suggested responses in the event of infection. The patient remains ongoing on heartmate 3 lvas and no further events have been reported. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.